Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration of essure device location of device: uterine wall (left coil) /migration') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("pain/ lower abdominal pain (right side and center) "), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives (abdomen)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (right tube)/left coil was surgically removed from uterine wall). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, genital haemorrhage, abdominal pain, pelvic pain and back pain outcome was unknown and the abdominal pain lower, migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, urticaria and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : events added- pelvic pain, abdominal pain, back pain, genital bleeding. Event migration updated with uterine perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine wall (left coil)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("pain/ lower abdominal pain (right side and center)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives (abdomen)"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). The patient was treated with surgery (salpingectomy (right tube)/left coil was surgically removed from uterine wall). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and urticaria outcome was unknown and the abdominal pain lower, migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, migraine and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: new pfs received- new events added: rashes or skin conditions type: hives (abdomen), migraines / headaches, migration of essure device location of device: uterine wall (left coil), dysmenorrhea (cramping), dyspareunia, lower abdominal pain, plaintiff did not undergo this test. Were added. Outcome of events migraines, pain, painful intercourse, cramping from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.